Event description:
It was reported that two screws broke under the patient's head during surgery.

Manufacturer narrative:
The screws were disposed of at the hospital. Therefore, an evaluation of the device performance was not possible. The screws broke below the head. Excessively hard and dense cranial bone may contribute to this failure mode. A review of the manufacturing records was not possible, as no lot number was provided. It is concluded that this is an isolated incident.